Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
During insertion of femoral implant, due to sudden hardening of cement, the implant could not be placed to the planned position.